Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Additional information has been requested, and should information become available, further medwatch reports will be submitted if necessary.

Event description:
Patient has been indicated for a right elbow revision due to an unknown reason. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient had initial elbow arthroplasty on an unknown day. Subsequently, patient was revised to a custom radius stem on an unknown day due to unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Comprehensive segmental revision system hinged total elbow prosthesis is present. Arthroplasty components appear intact. The humeral stem component is cemented and shows no evidence of loosening. The ulnar stem component is cemented. Wide zone of radiolucency surrounds the ulnar component, consistent with loosening. There is a bone fracture of the proximal ulnar shaft at the level of the mid-distal ulnar stem, with posterior angulation of the distal fracture fragment. Bones are generally osteopenic. There is chronic absence radial head. The radius is dislocated anteriorly at the elbow joint. Chronic bone fragments are present at the anterior elbow joint. Postsurgical findings of right wrist arthrodesis with foreshortening of the right distal ulna are noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.